Event description:
The patient underwent a lead revision due to increased seizures in severity and duration, which exceeded pre-vns levels. The probable cause is believed to be due to the reduction of therapeutic stimulation delivery due to high impedance. The increased frequency of seizures has been resolved after surgical intervention to replace the lead. Additionally it was reported that the initial implant procedure was performed in accordance with standard techniques, and intraoperative testing yielded satisfactory results. There was no trauma or manipulation observed at the implant site. Suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Event description:
The patient has been experiencing increased frequency and duration of seizures. Lead impedance was ok prior to surgery to replace device and high impedance was only seen after surgery. The patient was scheduled for surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that high impedance was seen after a generator was replaced. The patient has been scheduled for an x-rays. Xray films have not been received to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.